Event description:
The nurse reported a case of endophthalmitis. The nurse and surgeon do not suspect alcon products and are conducting an internal investigation at the hospital. The only product mentioned as of concern is raytec gauze, which is of poor quality, it lints very easily. The hospital is in the process of changing this gauze in future paks. Multiple attempts have been made for more information on the event and patient status with no response to date.

Manufacturer narrative:
No further information has been received on this event. The customer did not request service for the system. No samples were returned for evaluation. The root cause of the patient event cannot be determined in this investigation. (Unk (for use when the device problem is not known). This report was mailed to FDA on: 06/26/2009.